Event description:
The user's hearing performance with the device is affected. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. A trauma is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. According to the family the child fell on the tile floor two weeks ago on the right implant site. Two weeks after the fall, he started to react less to sounds. Re-implantation is considered.

Manufacturer narrative:
Further information: based on the received information from the field, a damage to the reference electrode due to the reported impact seems likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. According to the family the child fell on the tile floor two weeks ago on the right implant site. Two weeks after the fall, he started to react less to sounds. Re-implantation is considered.despite requested no further information was received.